Event description:
Pump plum 360 IV pump failure during infusion of levophed. Device had csb battery # (B)(4) which was fully charged. After approximately 1 hour of ac power during transport the device alerted low battery. Within 1 minute the device's battery was depleted and shut off.